Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) units helium knob was missing. It was later reported that the knob had broken off the screw that holds the helium tank onto the iabp unit. There was no patient involvement.

Manufacturer narrative:
The customer has not requested for getinge to evaluated the intra-aortic balloon pump (iabp) unit involved in this event. A getinge service territory manager (stm) sent the customer the clamping knob needed for repairs. The customer confirmed replacement clamping knob ((B)(4)) was installed and the iabp unit was returned to clinical use. The iabp unit had never been taken out of service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).